Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to a recent fall, the patient's left lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2025 during which the physician repositioned the patient's lead to address the issue.